Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that customer missed to change the status of patient from preadmit into admit. A technical support specialist guided customer to change the status of patient from preadmit into admit. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system was not crossing over patient information. The customer reported that the user was not able to remove/issue meds to the patient during the malfunction and there was delay in issuing medications to patient. There were no adverse events or injuries reported based on this event.